Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found that station in disconnected mode with critical override. Ethernet cable connections and network settings were checked and found to be correct, but further inspection revealed a damaged ethernet cable. The ethernet cable was replaced by fse, and the station was rebooted, which cleared all errors. Ethernet connectivity was then tested in hardware test application and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. Following a recent service visit to address drawer connectivity issues, the medstation became non-communicative. Hs viewer indicated that the device had been offline for approximately 5 hours. This issue resulted in loss of system communication the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.